Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having a bad battery and battery out of limit alarms. Reviewed the bolus history and noticed that the last bolus was two weeks ago, the customer was not using the insulin pump for two weeks. The customer mentioned being hospitalized with diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer was unresponsive and was taken to the emergency room. The caller stated that she was removed from the insulin pump and placed into the intensive care unit and treated with injections to bring down her glucose level. No further information was provided.